Event description:
It was reported that during the initial implant procedure, the set screw was unable to be tightened to connect the right atrial lead to the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the atrial setscrew was unable to be tightened was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench into the setscrew inset which led to partial wrench insertion. This resulted in the stripping of the setscrew inset. The setscrew cannot be tightened when it is being stripped. No device anomalies were found. The inability to tighten the setscrew was related to the user¿s incorrect use of the wrench. The setscrew anomaly was consistent with having occurred during the procedure.